Event description:
Reporter alleged obtaining the results of 32 mg/dl, 62 mg/dl and 52 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient presented after 8 years of device non-use. It was reported that the patient was receiving no benefit from the device before the decision was made to discontinue use. A clinical evaluation of the patient is underway.

Manufacturer narrative:
Integrity test results from (B)(6) 2010 presented evidence of a device malfunction.(B)(4): device remains implanted.